Event description:
Inner parts had broken up into pieces- tampon [device breakage] case narrative: consumer reported via e-mail that the inner parts of the tampon had broken up into pieces. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation